Event description:
It was reported that system failed to start. Power down, then power back up to retry alarm occurred. As per follow up information received on 06sep2023. The device was repaired on the customer site. I replaced a power circuit card. The issue was resolved. The defective part was a power circuit card. And I replaced it. No patient involvement. The problem appeared when the customer turned on the device.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty power circuit card. The device was evaluated and the reported issue was confirmed as the device was receiving an error message and system failed to start. The power circuit card was replaced. This device was evaluated for functionality. It passed all tests successfully. The evaluation found no other issues with the arcticsun performance. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that system failed to start. Power down, then power back up to retry alarm occurred. As per follow up information received on 06sep2023. The device was repaired on the customer site. I replaced a power circuit card. The issue was resolved. The defective part was a power circuit card. And I replaced it. No patient involvement. The problem appeared when the customer turned on the device.